Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Troubleshooting was not performed. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. Rewind functioned properly and no pump error 43 alarms during testing. A review of the pump history file shows on (B)(6) 2024 the following alarms occurred: fourteen (14) pump error 43 alarms (between 15:32 and 18:41) ten (10) pump error 130 alarms (between 15:34 and 16:56) fourteen (14) pump error 37 alarms (between 15:35 and 16:50) nineteen (19) pump error 38 alarms (between 16:51 and 17:00) one (1) pump error 53 (line number 2817 file number 32107 alarm (16:53) one (1) pump error 39 alarm (17:34) one (1) pump error 55 alarm (18:42). The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). Rust and corrosion was found on the motor assembly and a corroded motor home switch. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Pump error 43, pump error 130, pump error 37, pump error 38, pump error 53, pump error 39, and pump error 55 alarms, and rewind anomaly are confirmed due to moisture damage and a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.